Event description:
A patient with an implantable neurostimulator (ins) reported they have had a lot of urinary tract infections (uti) since the implant. They stated they think it is because the healthcare provider (hcp) left the catheter in and they have to change it monthly. They have had chronic urinary tract infections and have been living off of antibiotics for the last year for the urinary tract infections that won't go away. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient had chronic utis, specimens were taken at least monthly, and the patient was taking antibiotics. The utis were ongoing. The patient was not sure if their utis were related to their underlying urinary dysfunction or their device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.